Manufacturer narrative:
The reagent lot number is 77937501 with an expiration date of 30-nov-2024. The customer's qc was acceptable. A general reagent issue was excluded. The field service representative found insects in three cuvettes. He replaced the cuvettes, checked the gear pump pressure, adjusted the water level for probe rinsing, and performed a cell blank measurement and precision check. The qc passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 2.99 mg/dl. The initial result was reported outside the laboratory to the physician. The result did not correlate to the patient's history and a new sample was drawn. The result from the new sample was 5.45 mg/dl. Due to the discrepancy with the first and second sample, the first sample was retested and the result was 5.44 mg/dl. The sample was tested using another module and the result was 5.50 mg/dl. The initial result was considered incorrect as the repeated results were similar.